Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge alarms occurred during insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy. The customer also had an alternate pump available. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer administered a bolus via the pump to address bg level.